Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced swelling, pain, itching, infection and erosion in the urethra. A surgical procedure was performed to remove all the components. There were no device issues and no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. Visual inspection revealed a pinhole tear in the shell of the component, consistent with explant damage. No additional abnormalities were noted, no leaks were identified in the cuff. The balloon was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were noted, no leaks were identified in the component; however, the balloon did not pass the functional test. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the pump. The reported patient symptoms of swelling, pain, itching, infection and erosion are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the balloon not passing the functional test could have caused or contributed to the reported clinical observations; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced swelling, pain, itching, infection and erosion in the urethra. A surgical procedure was performed to remove all the components. There were no device issues and no further patient complications reported.